Event description:
It was reported invalid impedance measurements were detected for all contacts of the pt's ((B)(4)) lead. Surgical intervention was undertaken to address this issue. During the procedure, a break in the lead was detected at the anchor site. Both the pt's lead and anchor were replaced. No further issues have been reported following the procedure.

Manufacturer narrative:
Results: the returned lead had a kink where all the wires were broken 21.5 cm distal to the stimulation end. A cam impression, consistent with the use of a swift lock anchor was also observed. When a standard swift lock anchor was aligned to the cam impression, the location of the broken wires corresponded to the distal end of the anchor. The damage observed is consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.